Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the procedure, a vein is channeled, a guide and a central venous catheter are passed at the time the intensivist doctor tries to remove the guide, it shows resistance to come out, it is removed and the guide is found in poor condition, with its tip (frayed). The catheter must be passed again but with the guide in this state it becomes impossible. An intensivist doctor orders to bring a new central venous catheter to use a different guide." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).the customer provided one photo for analysis. The complaint of guidewire damage was able to be confirmed by the photo. The photo shows a guidewire with unraveled coil wire. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an unraveled guidewire was confirmed by visual inspection of the customer supplied photo. The photo shows a guidewire with unraveled coil wire. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot identified from sales history and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during the procedure, a vein is channeled, a guide and a central venous catheter are passed at the time the intensivist doctor tries to remove the guide, it shows resistance to come out, it is removed and the guide is found in poor condition, with its tip (frayed). The catheter must be passed again but with the guide in this state it becomes impossible. An intensivist doctor orders to bring a new central venous catheter to use a different guide." No patient harm was reported. The patient's condition is reported as fine.